Event description:
A user facility technician reported that microbubbles of air were observed going to a patient during a treatment on a meridian hemodialysis machine. Reportedly, the air detection alarm did not sound. The event occurred approximately one hour into the treatment. The patient complained of chest pain and shortness of breath. The bloodline was manually clamped, the patient was administered oxygen and placed in the trendelenberg position. The patient's nurse reported that the patient recovered fully. Treatment parameters consisted of a 700 ml/minute dialysate flow rate, a 300 ml/minute blood flow rate, and a 4 hour treatment time.